Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as: 2134265-2011-00610; 2134265-2011-00611. Lesion 1 was in the bifurcated lesion located in the 1st obtuse marginal. The lesion was 85% stenosed, 3.0mm in diameter and 34mm long. The lesion was treated with predilation and placement of a 3.0x38mm taxus liberte stent. Residual stenosis was 0%. Culotte stenting (y-stenting) was performed for this bifurcated lesion. Lesion 2 was located in the distal right coronary artery. The lesion was 85% stenosed, 3.0mm in diameter and 24mm long. Lesion 2 was treated with predilation and placement of a 3.0x28mm taxus liberte stent. Residual stenosis was 0%. Lesion 3 was located in the mid right coronary artery. The lesion was 85% stenosed, 3.5mm in diameter and 32mm long. Lesion 3 was treated with placement of a 3.5x38mm taxus liberte stent. Residual stenosis was 0%. One day post-index procedure, the patient experienced elevated troponin consistent with arch definition of a myocardial infarction. No action was taken and the event was considered resolved without residual effects. The patient was discharged on aspirin and prasugrel.